Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a low blood glucose (bg) of 54 mg/dl while using dexcom g7 continuous glucose monitor (cgm). On the user's son¿s advice, the user did not announce their upcoming meal, which led to a subsequent high blood glucose (bg) of 334 mg/dl. By the end of the call, blood glucose (bg) decreased to 250 mg/dl and was trending down. The agent also recommended that patients treat their low and then announce the meal as usual rather than not announce. The user understood. No symptoms were experienced during the event, outside assistance, or medical intervention were reported at the time of call.